Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a repeated recoverable faults on the right master tool manipulators (mtm) were noted. The operating room (or) staff contacted tech support to report repeated recoverable faults. Prior to contacting tech support, the caller stated that they reseated sterile adapters and hard cycled the system, but the issue remained. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system event logs and found errors pointing to the right master controller. The site had disabled the right mtm and continued. The tse advised the caller that the surgeon would not be able to control the camera with one mtm disabled. The caller stated that they will move it bedside. The or staff was proceeding as planned. The site was competing the procedure with no reported injury. Isi has attempted follow-up to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the right master tool manipulators (mtm) . The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce the reported complaint during sine cycle. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed 23013 errors occurred on mtm right during the surgical procedure that were related to the reported complaint. Additional log review confirmed that system (B)(4) was used on (B)(6)2022 for a malignant hysterectomy procedure. This complaint is being reported due to the following conclusion: the mtm was replaced after the completion of a surgical procedure due to repeated errors on right mtm. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.